Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead, implanted (B)(6) 2009. (B)(4).

Event description:
It was reported that the right atrial lead dislodged. The lead was explanted and replaced. It was also reported that during the lead revision, the distal part of the superior vena cava (svc) coil on the right ventricular lead appeared to be slightly unraveling. There were no changes to the electrical parameters so the physician elected to continue the lead's use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.